Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection performed as part of the additional evaluation of the returned plate revealed the plate is broken in half; the breakage occurred at the sixth distal combination plate hole. The locking compression plate is made of stainless steel. The examination of the raw- material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the lcp is in compliance with the international standards iso 5832- 1 and astm f138 for surgical implants made of stainless steel. The dimensions of the investigated locking compression plate (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the lcp is 17.54 mm and the thickness is 5.31 mm. Macroscopically the fracture surfaces show strong mechanical damages and are strongly abraded. When examining the proximal fracture surfaces (part a and b) of the locking compression plate using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing strong destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking) . The presence of these striations is a clear indication of a fatigue process. The areas with dimples on part a and b correspond to the residual forced fracture zone. A branched fatigue crack was documented in the threaded part of the combination plate hole. Sem observations and findings showed that the plate failure was caused by fatigue and overload. The locking compression plate was implanted on (B)(6) 2013 because of a right mid shaft fracture of a femur. As far as visible on the x-ray images, the plate was stabilized with eleven screws. An additional tension screw was implanted in the distal area of the fracture. According to the device report the breakage of the lcp occurred 2.5 months after implantation. The revision surgery to remove the broken lcp and replace it by means of an intramedullary nail was performed on (B)(6) 2013. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low or moderate dynamic bending loads and also axial loads. Constantly load cycles during walking led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the locking compression plate. The implant could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient experienced a fracture in the mid-shaft of the femur with patient being implanted with (1) lcp 4.5/5.0mm broad straight plate, (9) locking screws and (4) cortex screws on (B)(6) 2013. After approximately two and a half months the plate was found bent; x-ray dates are unknown. Patient was returned to the operating room and the hardware was removed (B)(6) 2013 with the patient being revised to an intra medullary nail. This report is on the lcp 4.5/5.0mm broad straight plate. This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional codes: ktt, hwc. (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.